Event description:
It was reported that the intrasight system would not shut down, and the fan continued to spin. A philips field service engineer (fse) performed service and noted that the power supply unit inside the pc had broken down, making it impossible to turn the power off properly. The power supply unit was replaced with a new one and confirmed that the system was operating normally. There was no patient present and no user injury reported. The power supply was returned for evaluation. Visual inspection confirmed thermal damage on one of the connectors, and the plastic protective jacket on the cable melted, resulting in an exposed metal wiring at this location. This product problem is being reported due to thermal damage. There is a potential for harm if the issue were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Blocks e1 & g2: country is japan. Block h6: the probable cause of the reported failure is likely damage from use as evidenced by the connector and wiring thermal damage. Functional testing was not performed out of caution due to the observed thermal damage; therefore, the cause could not be established. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.